Event description:
It was reported that patient was receiving intermittent therapy. Patient was on a flex dose, receiving 125mcg of lioresal over a four minute, delivering every three hours for the entire day. Patients claimed they were tight some days and loose others. It was stated that ¿therapy seemed intermittent.¿ symptoms associated with this event were ¿under dose symptoms.¿ it was noted that the pump and catheter system were replaced on the day of report ((B)(6) 2014). It was reported that there was a catheter issue at the pump connector location; the outer layer was ¿shearing off.¿ there were no apparent leaks or tears. It was noted that the catheter tip was at ¿t10¿ and replacement catheter tip was at ¿c4.¿ patient¿s status at the time of report was ¿alive-no injury.¿ the pump system was delivering lioresal. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information reported there was no other medication contained in the pump at the time of the event. It was reported that the patient was stable, ¿continued dystonia; slightly improved¿.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).